Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected, device meets its specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no or low power, was not turning on and had no sdi video output. This issue occurred when it was inspected at the time of setup before the patient entered the room. There were no reports of patient harm.